Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch in which it was reported that the defective product leaked from filter. There was patient involvement and no patient harm reported.